Manufacturer narrative:
On (B)(6) 2016, dianeal therapies were discontinued. Should additional relevant information become available, a follow-up will be submitted.

Event description:
A continuous ambulatory peritoneal dialysis (capd) patient experienced peritonitis and subsequently passed away due to cardiac arrest. The cause of the peritonitis was unknown. Treatment was not reported. On an unreported date, the patient was placed on hemodialysis reportedly "as a backup". Subsequently, the patient experienced cardiac arrest and passed away as a result of the event (dates unspecified). No further information was provided regarding whether the patient was hospitalized for the peritonitis event or if the patient recovered from the peritonitis prior to death. It was not reported if an autopsy was performed. No additional information is available.